Event description:
It was reported by biomedical engineering (biomed) that the v60 ventilator was identified as having a dark (black) screen, which prompted them to contact philips remote service engineering (rse) or support. Based on information provided, the device was not in clinical use and no patient or user harm/injury was reported. Based on communication from the rse, the issue was confirmed. The customer replaced the lcd, the user interface (ui) printed circuit board (pcb), rp-cable (lcd), lcd tray, and the rp-cable (ui- pcb to the lcd).